Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was forward firing. It is unknown how the procedure was completed. There was no harm to the patient reported.